Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage: subsequently a leak was noted. The tubing set was being used to deliver saline. At an unspecified time, an unspecified device was connected to the clave secondary port on the cassette of the tubing set and was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time, a leak was noted. It was reported there was break between the clave secondary port and the cassette of the tubing set. The customer contact reported that a puddle of solution 8-10 inches was noted on the floor. At that time, the infusion was discontinued. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.